Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 375 mg/dl. Reportedly, the cause of the elevated bg level was unknown. Additionally, it was reported that the customer received an auto-off alarm. The customer confirmed that there was no pump interaction; therefore, the auto-off alarm occurred. Tandem technical support educated the customer on the reason for the alarm and advised to check with health care provider before modifying the setting. The customer delivered a correction bolus via the pump to stabilize impacted bg level.